Event description:
The complainant alleged that during a routine test by a biomed the device failed the leakage current test. The complainant indicated there was no pt involvement with this reported malfunction.